Event description:
It was reported that the patient experienced a needle mechanism failure while using the pod. Specific details regarding the failure mode was not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.